Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire detachment occurred. The target lesion was located in the proximal left anterior descending artery. The choice pt guide wire was in place and an unspecified stent had been implanted. While attempting to load 3.0x16 nc quantum apex balloon catheter on the wire for post-dilation, it was noted that 12 inches of the proximal portion of the wire, outside of the patient, had detached. The physician opted to continue and complete the procedure with this device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).